Event description:
The event is reported as: the circuits could not pass the leak test on the pb840 vent. No pt injury reported.

Manufacturer narrative:
Product has been received by manufacturer, but not yet evaluated, therefore, investigation report is incomplete at this time. A follow-up investigation report will be sent when completed.